Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The device in question is not registered or sold in the us, but a similar device is registered in the us. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in germany. It was reported that the hollow shaft-motor rotocut g2 heated up. Patient was burned. Additional patient information is not available.